Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 7 photos and 1 physical sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that in the c port of the bd device there is a particle like brown hair, embedded in the plastic. Bd determined that the cause of the failure was the raw material. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd stpck q-syte wht 360deg w/o nut cap ns had foreign matter it was reported that during manufacturing at atom foreign matter (wire) contamination found in product.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.